Manufacturer narrative:
The customer's reported event is currently being investigated by merge healthcare. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that during a procedure, users were not able to log into the record station client pc to start an emergency heart catheter procedure. Although the event occurred prior to the start of a procedure, the patient was already on the table, however, sedation and active monitoring had not yet started. The patient and the equipment had to be moved to another room, and the procedure was then successfully completed. There was no known reported adverse event to the patient. However, with merge hemo not capturing physiological data, there is a potential for delay in treatment that could cause harm to the patient. (B)(4).

Manufacturer narrative:
Troubleshooting from hemo technical support found high replication times on the client pc which resolved on its own within an hour. An investigation was also completed to address this issue. Per the investigation, support resolved the immediate issue by re-subscribing the record station client. The client is designed to perform offline in local mode and then synchronize with the server once connection is re-established. This issue would not cause complications for the clinician with diagnosis and/or treatment. If this occurs during a case and the client is on local mode. The data will continue to be recorded and procedure can continue during the procedure. Therefore, the candidate fix for this issue will occur in a later release (11.0). Should additional information be obtained at a later date another supplemental will be filed. Per hemo-6373, v10 user manual: the color of the icon indicates the status of communication between the client and server. Red indicates communication between the client and server. If this icon is grayed-out, communication between the client and server has been interrupted. When this icon turns gray, a message will appear on the screen. While this icon is grayed-out, do not run any of the external applications in the application bar. When the client is offline from the server, and the workstation is an always connected workstation, work can be done in local mode. Workstations synchronize with the server automatically when a stable connection is restored. If work had been done on more than one workstation in the same folder, the study will recognize the workstation with the most recent timestamp. (See the operations chapter for a complete explanation of concurrent access.) Only record stations are installed as always connected. When the client is offline from the server, and the workstation is a direct connect workstation, the application will close. No data entry will be allowed until the server connection is available and the user restarts the application. Information contained in this supplemental report includes the following: g1: updated manufacturing contact information. G4: date new information received by manufacturer. G7 - indication that this is follow-up report 001. H1 - indication of malfunction as reportable event. H2 - indication of correction and additional information. H6 - evaluation codes: methods code: 10 - testing of actual/suspected device. Results code: 3213 - interoperability problem identified. 628 - communications problem identified. 4205 - network communication problem. Conclusions code: 4307 - cause traced to component failure. H10 - indication of additional manufacturer information is contained in this follow-up report.